Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received compromised sensor system error alarm. Customer experienced high blood glucose level. Customer's blood glucose value was 21.6 mmol/l at the time of the incident. Another blood glucose level was 20. Mmol/l. The device was not bumped or dropped prior to the alarm and drive support cap was protruded. Customer was experiencing high blood glucose level 20 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did allege insulin pump was under delivering. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.